Event description:
The following was reported to gore from a retrospective study: on (B)(6), 2020, this 64-year-old patient underwent endovascular treatment for a pararenal aneurysm. Patient was treated with a cook custom branch device and five gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) to the celiac trunk, superior mesenteric artery, right renal artery, left renal artery, and left accessory renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have a reintervention on (B)(6), 2020, for an endoleak in the left renal artery and the left accessory renal artery. This resulted in prolonged hospitalization and endovascular reintervention. Endovascular reinterventions occurred on (B)(6), 2020, in which an advanta v12 stent graft was placed in the left renal artery and an advanta v12 stent placed in the left accessory renal artery. The devices were patent at the end of the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation results c19 refers to the product history review. A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.